Manufacturer narrative:
Through initial inspection, the technician found an oil like substance leaking form the blade mount. A substance inside the handpiece or leaking from the handpiece could have been caused by improper cleaning and sterilization practices at the account site, but this was not directly able to be confirmed. Upon visual inspection, the device was also found to have a worn eccentric bearing, a loose drive link on the blade mount base, and worn front cap ii castle features. The device was repaired and returned to the user facility.

Event description:
It was reported that prior to a procedure, the system 6 sagittal saw was found to be spitting oil. It was reported that there was no associated procedure. No patient involvement, no medical intervention and no adverse consequences were reported with this event.